Manufacturer narrative:
A1,2;b6,7;d10: info not provided. D5,6;h4,6: info unavailable, device not returned for analysis.

Event description:
10/15/96 dr. Was performing a pulmonary resection. He used the tlv30 on the pulmonary artery. After firing the instrument and dividing the vessel, there was massive bleeding. He was able to control it, but a large amount of blood had to be replaced. The patient has survived. At the surgery there were 2 similar instruments pitched on the table. 10-15-96 he had inspected and it appeared as if they both contained staples. He was concerned to him that the staple line should be inspected prior to dividing the vessel. He is not certain which instrument are being returned to co.